Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the PICC procedure, after insertion of the guidewire, the guidewire unraveled during removal, resulting in breakage of the guidewire tip. Both the broken fragment and the remaining wire were successfully removed". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one separated guidewire for analysis. Visual examination revealed the guidewire was separated and unraveled at the location of the separated core wire. Microscopic examination confirmed the damage and revealed that the core wire separated 9mm from the distal weld. The coil wire was also separated. No other defects or anomalies were observed. The broken core wire measured 9mm and 790mm, which is within the specification of 798.75mm-801.25mm per guidewire product drawing. The outside diameter of the undamaged portion of the guidewire measured 0.45 mm , which is within the specification of 0.43mm-0.46mmm per guidewire product drawing. Functional analysis could not be performed due to the nature of the damage. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." The report that the guidewire separated was confirmed through examination of the returned sample. The core wire was broken 9mm from the distal weld. The guidewire met all dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 1.12 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guidewire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the PICC procedure, after insertion of the guidewire, the guidewire unraveled during removal, resulting in breakage of the guidewire tip. Both the broken fragment and the remaining wire were successfully removed". No patient harm or injury. The patient status is reported as "fine".